Event description:
The customer reported that they had a speaker malfunction.

Manufacturer narrative:
The customer reported that they had a speaker malfunction. We will consider that the speaker did not make any sound and that this may prevent users from hearing an alarm. A final report will be submitted once the investigation is completed. (B) (4).